Event description:
It was reported that during an l4-5 surgery, the tip of the trial handle broke off. The procedure was completed successfully and no adverse consequences to the patient were reported.

Manufacturer narrative:
Method: labeling review, risk assessment. Results: the reported event was confirmed via communication with the representative. The device was not returned and no lot number was provided, therefore no further inspection or review could be performed. Per email correspondence with the representative, the procedure was done successfully. Disc space was prepared normally and the angle was good. Surgeon had no difficulty. It appeared that the patient had normal bone quality. The representative is not sure how many times the items were used. The IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. Conclusion: it is possible that the device fractured due to extensive use, however it could not be determined conclusively.

Event description:
It was reported that during an l4-5 surgery, the tip of the trial handle broke off. The procedure was completed successfully and no adverse consequences to the patient were reported.